Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens remains implanted. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.5/+1.0/085 diopter, in the patient's left eye (os) on (B)(6) 2016. The patient experienced asc (anterior subcapsular cataract) on (B)(6) 2016 and subsequently lost bcva (best-corrected visual acuity). The lens remains implanted.

Manufacturer narrative:
(B)(4). No similar complaints were reported for units within the same lot. (B)(4).